Event description:
Caller reported a malfunction on the pump, identified as malf 12, with a fault ID of 0x2071. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue reappears, which the caller understood.